Event description:
Device 1 of 2, mfg report reference: 3006705815-2019-01145. Follow up information received that the patient had a system explant on (B)(6) 2019.

Event description:
Related manufacturer reference number: 3006705815-2019-01145.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 2. Mfg report reference: 3006705815-2019-01145. It was reported that the patient experienced a seroma at the anchor site the physician drained the seroma and placed the patient on antibiotics.